Event description:
It was reported the customer exposed their insulin pump to fluid. Customer's blood glucose was 67 mg/dl. The customer stated their insulin pump was exposed to fluid in the battery compartment. Customer was unsure how the fluid exposure occurred. There were no unusual alarms found on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.